Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 100 mg/dl, 220 mg/dl, 85 mg/dl, 432 mg/dl and the low blood glucose level was below 40 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. Customer stated insulin did not exited at the quick release. Customer states the blank display on insulin pump when they had a high blood glucose due to battery going off. Customer states the display was not blank less than 30 seconds and did not return. Advise customer to remove the battery and customer stated the insert battery alarm display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was damaged or corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the display returned after pump restart. The insulin pump will not be returned for analysis.